Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and using lyumjev insulin. Tandem customer technical support informed customer that lyumjev insulin is a non-approved insulin and that the tandem supplies are approved for 3 days of use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.